Event description:
It was reported to physio-control that the customer¿s device did not show an ECG on paddles lead, but dashed lines, when it was used on a patient in cardiac arrest. CPR was provided immediately. A back-up device arrived. The defibrillation pads were left on the patient's chest and connected to the back-up device. The back-up device showed that the patient's heart rhythm was asystole. There was patient use associated with the reported event. The patient had expired.

Manufacturer narrative:
Physio-control performed a clinical review of the reported event. There were no electronic patient records available, and physio-control could therefore not determine the impact of the device use. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. Physio-control is performing a clinical review of the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.